Event description:
Reportedly, during the follow-up performed on (B)(4) 2013, the device was found in standby mode. Its re-initialization took approximately 15 minutes to be successfully accomplished. Note that a hearing test device was temporary placed above the area of the device pocket an explanation is required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.